Event description:
The pt who was wearing her hearing aid suffered a blackout at home and fell and struck the side of her head on the kitchen stove. She was taken to the hosp where the hearing aid was removed from her ear in pieces. She received 22 stitches in her ear. Her ear had healed sufficiently in april to allow an impression to be taken. A new aid is being made for her.